Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the tip of the straight thoracic probe was bent. The damage was found during instrument verification. There was no patient present when the issue occurred.